Event description:
Please refer importer report # (B)(4).

Manufacturer narrative:
Document review: quadra h cementless femoral stem size 3 lat: ref. (B)(4) / lot 091356 ((B)(4)stems produced): all parameters were found to be in accordance with the specifications valid at the time of mfg, including washing and sterilization procedures. The (B)(4) stems belonging to this lot have been already sold without any other similar incident. Versafitcut cc pe liner (k103352) ref. (B)(4) / lot 112481 ((B)(4) liner produced): all parameters were found to be in accordance with the specifications valid at the time of mfg, including washing and sterilization procedures. The 61 liner belonging to this lot has already been sold without any other similar incident. Versafitcup cc light cup - not marketed in the USA ref. (B)(4) / lot 113294 ((B)(4) shells produced): all parameters were found to be in accordance with the specifications valid at the time of mfg, including washing and sterilization procedures. All the cups belonging to this lot have been already sold without any other similar incident. Ceramic biolox delta ball head nothing 28 size s: ref. (B)(4) lot 716735 ((B)(4) items bought for distribution by medacta - not marketed in the USA). To date, (B)(4) heads belonging to this lot have been already sold without any other similar incident. From the data collected, there are no evidences that the infection is device related.